Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability, capsular contracture baker grade iii.

Event description:
Healthcare professional reported "pain and cascade deformity". Healthcare professional later reported "capsular contracture baker grade iii". Healthcare professional later reported "synovial metaplasia, fibrosis, and nonspecific chronic inflammatory signs". This record is for the left side. The device has been explanted.